Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that high out of range high voltage lead impedance was noted. The patient had silicone breast implants that were leaking silicone near the pocket. The physician suspects impedance issue was caused by the ruptured implants. The device remained implanted and unaddressed.